Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a mildly tortuous obtuse marginal artery (om) and right coronary artery (rca). A 16 x 3.50 promus elite stent was deployed in the om. Following stent deployment, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 16 x 3.0 promus elite was deployed in the left circumflex (lcx) to om, proximal to the first stent, overlapping it, and covered the edge dissection. A 24 x 2.5 promus elite was deployed in the rca. The procedure was successfully completed, and the patient was reported to be stable following the procedure. There is no other information available regarding the patients medical history or concurrent medical conditions.